Event description:
Post-op pt on morphine pca pump found without respirations. Settings correct on pump and apparently functioning correctly. Pt intubated, narcan given and pt responded. Has been discharged on 5/22/01.